Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module infusion set had backflow the following information was received by the initial reporter with the following verbatim it was reported by the customer that around 1030 am the caregiver answered a call light to find that the patients' medication line running at 10ml/hr had blood backing up into the med line and leaking blood out of the spiros, she stopped the infusion and tried to flush the syringe tubing to clear the line but the line continued to leak at the spiros. The reporting caregiver personally put this medication set together and it was a full spiros syringe and IV med line including c clamp with a spiros trifuse. The line appeared to be leaking from the med line near the c clamp. The line was still attached to the patient. Infusion was a tko at 10ml/hr ns after flush from fludarabine. Infusion was stopped, line flushed and drew back fine, the reporting caregiver then took the patient¿s blood pressure to ensure that it was not high as a cause of blood backing up into line. Line hep locked, flushed great.

Event description:
No further information was provided.

Manufacturer narrative:
The customer reported blood backing up into the med line and leaking blood out of the spiros. One sample of item number 10942011 was received for quality evaluation. Visual examination of sample was conducted and no damages or abnormalities were identified. The sample was then primed and a simulated infusion was conducted at a flow rate of 125 ml/hr. There was no indication of fluid backing up into the sample. The customer complaint of blood backs up / not completely expelled could not be replicated. A root cause could not be determined because the reported failure could not be replicated. A device history record review for model 10942011 lot number 24055555 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medwatch number added to h tab with related report.

Event description:
Material#: 0942011, batch#: 24055555. It was reported by the customer that around 1030 am the caregiver answered a call light to find that the patients' medication line running at 10m hr had blood backing up into the med line and leaking blood out of the spiros, she stopped the infusion and tried to flush the syringe tubing to clear the line but the line continued to leak at the spiros. The reporting caregiver personally put this medication set together and it was a full spiros syringe and IV med line including c clamp with a spiros trifuse. The line appeared to be leaking from the med line near the c clamp. The line was still attached to the patient. Infusion was a tko at 10ml hr ns after flush from fludarabine. Infusion was stopped, line flushed and drew back fine, the reporting caregiver then took the patient¿s blood pressure to ensure that it was not high as a cause of blood backing up into line. Line hep locked, flushed great.